Event description:
Trial acetabular cup threads stripped. Delay of roughly 10 minutes to remove trial cup from acetabulum.

Manufacturer narrative:
Evaluation summary: a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. Visual inspection confirmed the reported event; the window trial threads were stripped. No evidence of the original thread condition or potential cross-threading could be determined due to the excessive damage to the threads. Material analysis found no evidence of material or manufacturing defects on any device features examined. The reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition or potential cross-threading could be observed. As a result of previous events of this nature, a design change was implemented to change the device material. The returned device was manufactured prior to implementation of the material change.

Event description:
Trial acetabular cup threads stripped. Delay of roughly 10 minutes to remove trial cup from acetabulum.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.